Event description:
Same case as: facility medwatch (B)(4). It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon detachment occurred. Vascular access was obtained through antegrade fashion. The target lesion was located in the proximal peroneal artery. After an unspecified guide wire was advanced to the target lesion, 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation but it could not cross the lesion. Consequently the distal 15-20 cm of the balloon sheared off the balloon catheter. The detached portion was snared and was removed completely from the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).